Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beeping with blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer removed battery for more than one hour and insert two new batteries but problem continue. Customer stated that the battery compartment parts was intact. Customer stated that they swiped the cap and battery compartments with alcohol and left it to dry but problem continues after inserting new batteries. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.